Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that patient data disappeared for one patient on the central nurse's station (cns). It appeared that the patient was discharged without user intervention. No patient harm was reported. Investigation summary: there was insufficient information provided to determine the cause of the event. The procedures for admitting, discharging, and transferring patients are provided in the operator's manual, chapter 4 (admitting and discharging patients). The discharge operation can only be performed for the monitored beds whose data is saved locally at the cns. Once discharged, the user can readmit a discharged patient with full data up. The data is retained at the cns for up to 120 hours. There is no history of unintended patient discharge for this cns. It is presumed that the discharged bed was not locally filed. There is no indication that the cns has malfunctioned. The service history for this cns shows this is an isolated incident and with recurrence history for this device.

Event description:
The biomedical engineer (bme) reported that patient data disappeared for one patient on the central nurse's station (cns). It appeared that the patient was discharged without user intervention. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the nursing staff is claiming that the patient data disappeared for one patient on the central nurse's station (cns), and it appears like the patient was discharged without user intervention. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device: the following device(s) were being used in conjunction with the cns. Bedside monitor model: bsm-6301a sn: (B)(4) bedside monitor model: bsm-1753a sn: (B)(4)

Event description:
The biomedical engineer (bme) reported that the nursing staff is claiming that the patient data disappeared for one patient on the central nurse's station (cns), and it appears like the patient was discharged without user intervention. No patient harm was reported.